Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 days post implant of an implantable pulse generator (ipg) system the patient became deceased.